Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the stenosed common iliac artery. After a guidewire crossed the lesion, a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with an 8-4 mustang balloon catheter. No patient complications nor injuries were reported.